Manufacturer narrative:
The autopulse, serial number (sn) (B)(4), was returned for evaluation and repair on (B)(4) 2016. A visual inspection showed that the patient looped wire restraint was fraying and cut. The front and bottom enclosures and the top cover were cracked. The clutch was 'sticky'. This type of physical damage may be the result of normal wear and tear, and are unrelated to the reported complaint. This autopulse was manufactured on 7/13/2015. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4). A review of the autopulse archive indicated multiple occurrences of ua45 occurring on (B)(4) 2016, but not on the reported date of occurrence (B)(4) 2016. The archive also indicated that on (B)(4) 2016 ua2 (compression tracking error), ua17 (max motor on time exceeded during active operation) and ua16 (timeout moving to take-up position) were displayed during compressions, with a low voltage battery. These additional ua's had been cleared by the user and are unrelated to the reported complaint. The initial functional test resulted in the ap displaying ua45 (not at home position after power-on/restart), upon power up. To resolve the issue the service technician rotated the drive back to the 'home' position. After clearing the ua 45 the autopulse passed all functional testing. Additionally the damaged top cover, front enclosure, and bottom enclosure were replaced and the clutch plate was deburred, after which the device passed both the run-in and functional tests. In summary, the customer's report of the autopulse displaying ua45 (not at home position after power-on/restart) was confirmed. This was due to the drive shaft not in 'home position'. Additional the clutch plate was deburred and the top cover, front and enclosures were replaced. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its 'home' position.

Event description:
The customer reported that the autopulse (ap) displayed user advisory (ua) 45 (not at home position after power-on/restart). The customer requested that zoll clear the ua. This occurred during a shift check. No patient involved.